Event description:
Customer reports receiving a glucose reading of 325 mg/dl, and then administered 10 units of insulin. The customer than began to experience symptoms of hypoglycemia. Orange juice and sugar were administered to the customer to stabilized glucose levels. Shortly thereafter the customer received a glucose result of 75 mg/dl.